Manufacturer narrative:
Exemption number e2011009. B. Braun medical inc. Is submitting a single report on behalf of b. Braun melsungen (the manufacturer), and b. Braun medical inc. (The importer). This report has been identified as b. Braun medical internal report number (B)(4). The device involved has been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: ref # 8713080u serial # (B)(6). Reports over infusion: gave 6 doses of morphine without bolus button being pushed. Pump is being returned. Limited information provided.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical inc. Is submitting a single report on behalf of b. Braun melsungen (the manufacturer), and b. Braun medical inc. (The importer). This report has been identified as b. Braun medical internal report number (B)(4). The volumetric accuracy was tested three times at a rate of 50ml/hr and 5ml and 60ml syringe. The test results were within specifications. The pump's operational log was reviewed and there were no indication that the pump malfunctioned. Based on the results of the investigation, the pump operated as intended. If additional pertinent information becomes available, a follow up report will be submitted.